Event description:
The user facility reported experiencing poor gas exchange approximately 1 hour after initiating a pediatric glenn shunt procedure. Follow up communication with the user facility indicates that shortly after the intubation of bypass, hemoconcentration was started. The effluent in the hemoconcentrator was noted to be extremely red tinged. Twenty seven minutes into the case, the first blood gas on bypass was felt to indicate adequate performance of the oxygenator even with what was being noted in the hemoconcentrator effluent. Hemoconcentration was continued throughout the case and the color of the effluent never changed. The urine didn¿t start showing hematuria until later. After one and a half hours, the po2 was noted to have dropped and the decision was made to add a second oxygenator in a shunt line on the cpb system. After the second oxygenator was added, the po2 values noted on the record were still low, but, they were higher than the pre-op po2 of 53mm/hg. Even with the addition of the second oxygenator, no improvement above the initial blood gas taken on bypass was achieved. The procedure was completed and the patient was reported to be anoxic after being transferred to ICU.

Manufacturer narrative:
The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables, such as patient condition, that may have affected the observed blood oxygen-saturation levels during the procedure. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.